Event description:
A time change was made via webmin on a b850 ge monitor. The time was changed to 11:39pm (to reflect falling back an hour). However the date is a separate field that would have needed to have been changed to (B)(6) 2019 and it was not. This meant the change that was made actually set the clock ahead 23hrs to 11:39pm (B)(6). This caused all monitors on the network to update to the same date and time 23hrs ahead. Unfortunately, throughout the night the issue was not noticed and it was at 10am sunday morning on the (B)(6)(10hrs after the change took place) that ge and epic team started looking into the issue because data was not flowing into patient electronic records. At 12:09pm (2 hours after the team started working on the issue) the time corrected itself. (It is still unknown as to why at this time it automatically corrected itself without an actual person correcting the time). Monday morning on the (B)(6), clinicians report unknown data showing up in the patients electronic charts. The data that was not showing up the previous day it turned out was still stored in the epic system and was now populating for monday the (B)(6) even though it was data from sunday the (B)(6). This was a very serious issue of data being given the wrong time stamp in the patient's electronic record as well as full disclosure data on the ge servers being marked with the wrong date (and then overwritten). The first problem is that any networked device in the ge domain that gets a time change has that change made across all ge monitoring devices. Someone thinking they are just making a simple correction to one monitor may not realize they are making a change to all devices. The second is that their is no alert or notification to let someone know that the time has been changed to something far off from the standard time. The last issue is that this data could still be stored in the patient's record even though it was so far into the future. Manufacturer response for patient bedside monitor, b850 (per site reporter) : ge worked with our interface team the day the event occurred. The time corrected itself around 12pm and it is still unknown why that happened.